Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it state: operating instructions: clean collector tubing, pump tubing, canister, canister lid, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. Replacing canister and tubing: replace the canister and tubing for each patient according to useful life: every 60 days for pwkit03 canister and accessories (this kit includes a canister without handle). Every 90 days for pwkit03h canister and accessories (this kit includes a canister with handle). If you notice any of the following, replace immediately: canister or tubing has residual urine build-up. Canister or tubing appear cloudy. Canister or tubing appear discolored. Canister becomes cracked. Tubing becomes torn. Purewick¿ external catheter no longer securely connects to collector tubing. Failure to clean and/or replace accessories may affect the performance of the system. Troubleshooting steps for " the device is on but is not suctioning properly": ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Ensure collection canister is sealed with the lid tightly closed. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no suction. Advised (B)(6) to change accessory kit. No additional information provided. It's unclear if troubleshooting was provided. Used with male wicks. (Prepping and placement tips shared).